Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined that the reported failure to advance and shaft detachment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the point of separation on the stent delivery shaft was outside the anatomy. The shaft separation occurred during the attempt to cross the target vessel. No intervention was required to remove the shaft separation as the point of separation was outside the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5 x 28 mm multi-link stent delivery system was unable to cross the long and calcified lesion in the left circumflex coronary artery due to the anatomy. The shaft fractured. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.